Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first distal strut lifted and pulled in a distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the mid lad. The device was removed from the patient's body and the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the mid lad. The device was removed from the patient's body and the stent was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.